Event description:
The customer reported that the system made a loud sound and smoke suddenly appeared during a patient examination. However, the system could still perform xrays, so the case was completed.

Manufacturer narrative:
(B) (4). Results: smoke. The ge service rep found a liquid spill trace of capacitor on the filter assembly.